Manufacturer narrative:
Service was not dispatched to the site for this event as the issue was resolved by the customer. The customer performed daily maintenance and recalibrated the au600 clinical chemistry analyzer. The customer validated instrument/assay performance by generating acceptable quality control results. The customer then repeated all patient results which had recovered low, and the results recovered higher and correlated with initial patient na results. The failure mode for this event was unknown however the issue was corrected by routine maintenance and cleaning.

Event description:
The customer reported that erroneous low sodium (na) results were generated on an au600 clinical chemistry analyzer for multiple patients. The customer detected the low na results upon comparison with same sample results which recovered 10 mmol/l higher. The low na results were not reported outside of the laboratory and hence, there was no death, serious injury, or modification to patient treatment associated or attributed to this event. No specific patient information or sample collection/handling information was provided by the customer.